Event description:
On 11/18/2002, I-stat corporation rec'd a medwatch report filed by a customer. The user reports that hematocrit readings on I-stat system on two different samples from same pt yield result of 43% pcv and 29% pcv. Customer concluded that first blood sample may have been contaminated.